Manufacturer narrative:
Initial reporter address (B)(6).

Event description:
It was reported that the fiber port was blocked by some foreign material. A ce rotablator console kit was selected for use. During the procedure, it was noted that the fiber was in poor contact and the fiber port was blocked by some foreign material, so, the procedure was cancelled due to this. No complications were reported, and patient was stable post procedure.